Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the operating room the catheter was inserted via the patient's jugularis. After insertion the catheter could not be flushed or aspirated and as a result, the m.d. Removed the catheter. The m.d. Replaced the catheter without incident. There was no reported patient death or injury. Medical/surgical intervention was not required. There was no reported delay or interruption in therapy. There were no reported patient complications and the patient outcome is listed as ok.